Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient's peritonitis event. However, based on the reported information the cause of patient's peritonitis cannot be determined. There is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and has many potential etiologies, but most often is due to touch contamination or a breach in aseptic technique during treatment. The patient's pd culture yielded growth of yeast, which normally lives on the skin and inside the body, in places such as the mouth, throat, gut and genital tract. Therefore, it is possible the event was related to a breach in aseptic technique.

Event description:
A peritoneal dialysis (pd) patient's contacted reported to fresenius that the patient had peritonitis. There were no reported allegations that the event was related to the use of any fresenius device or product. Additional information was obtained through follow-up with the patient's pd nurse. The pd nurse stated the patient began experiencing symptoms of abdominal pain on (B)(6) 2020. Subsequently, on (B)(6) 2020 the pd nurse did a home visit and administered prophylactic vancomycin and ceftazidime intra-peritoneal (ip). Per the nurse, the patient's abdominal pain persisted despite treatment. As a result, on (B)(6) 2020, the patient was seen in the outpatient pd clinic and a pd culture was obtained which yielded growth of yeast. The patient was subsequently hospitalized (date not provided) for the event. The nurse stated the patient received unknown intravenous (IV) antibiotics and underwent removal of the pd catheter (not a fresenius product) during hospitalization. The patient was transitioned to hemodialysis and on an unknown date the patient was discharged from the hospital. The patient was continuing outpatient hemodialysis and recovering, per the nurse. It was reported the patient did not have any fluid leaks or any other issues with a fresenius device or product in relation to the event. The nurse stated the cause of the event is unknown. However, the nurse indicated the event may have been related to a breach in aseptic technique.